Event description:
The reporter stated that he had gotten the er1 message months ago. He reported that he had retested and rec'd a reading of "hi" or a high blood glucose value, but could not recall specifics. He stated that he took his medication to bring his blood glucose down, that he did not make any changes to his medication, and did not seek medical advice.